Event description:
It was reported that the insulin pump alarmed low battery and customer was trying to change the battery however she was unable to remove the battery cap. Customer's blood glucose was 75 mg/dl. The troubleshooting did not resolve the issue. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with constant failed battery test alarm due to faulty battery tube. Battery tube was disconnected and reconnected to I/b. No failed battery test alarm noted afterwards. Unable to confirm currents due to failed battery test alarm. Insulin pump had battery cap stripped battery cap coin slot, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.